Event description:
The reporter indicated the surgeon inserted an aq2010v silicone three piece lens and the haptic was torn. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
(B) (4). (B) (4).